Event description:
It was found during a baxter device eval that a pump constantly alarms for door not fully latched. There was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The pump was received inoperable due to constant "door not fully latched" messages. The eval found a loose screw in pump. Upon further investigation, the lower left bottom mech screw was missing with no evidence of loctite on the end of screw. The screw was reinstalled and door was able to close. Unit was able to recognize a loaded IV set in all load points and run as expected.